Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. Additionally, the photos were forwarded to the manufacturing site (depuy cork) for further investigation. On review of the photographs provided by the customer, it was found evidence of what appears to be a black foreign matter. Based on the information of the manufacturing investigation, there is no evidence that he reported complaint condition occurred under the control of depuy cork, and there is no assignable cause which can be attributable to depuy cork operations. Therefore, with the available information is not possible to determine a potential cause at this moment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device [150680007 / 4527036] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device [150680007 / 4527036] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was no patient consequence that affects the patient.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: h6 (health effect - impact code and health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2024, contaminate was found inside of the implant post hole. Thick, black debris, about 1x1x0.5cm thick, was stuck to the inside of the central which the surgeon had to scrape out. The purple cover was on when they cemented the component. As the surgeon took the cover off and put the white peg in, it was sticking out by 1cm. That¿s when surgeon looked in and found the contaminant. It was very adherent to the metal surface. Procedure was completed with approximately fifteen minutes delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.